Event description:
It was reported that during a da vinci-assisted surgical procedure, the joint of the maryland bipolar forceps (mbf) instrument fractured. A fragment fell inside of the patient and was retrieved during the same procedure which was completed robotically. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the mbf instrument was inspected prior to use and showed no damage or abnormalities. The fragment fell while the surgeon was grasping tissue and the instrument was in use for approximately 80 minutes before the issue occurred. No functionality issues were noticed with the instrument during the procedure. There was no collision with other instruments. The instrument was removed with the cannula, and all fragments were confirmed by the surgeon to have been retrieved using a laparoscopic dissector. No additional surgical procedure was required, and no post-operative tests were performed to check for remaining fragments. The procedure was completed robotically, and there was no injury to the patient.

Manufacturer narrative:
The maryland bipolar forceps instrument has not been received for failure analysis evaluation.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Device evaluation: intuitive surgical, inc. (Isi) received the maryland bipolar forceps instrument to perform failure analysis. The instrument was analyzed and found to have a broken main tube at the distal tip. Material was found to be missing. The complete fastening of the proximal clevis was missing. Components adjacent to this broken main tube showed damage. The instrument was also found to have the proximal clevis dislodged. The dislodged proximal clevis was completely detached to the main tube. Additionally, the instrument was found to have a broken grip and pitch cable. The cables were fully broken. Furthermore, the conductor wire was found to be broken. As a result of the full break, functional testing for motion related issues could not be performed. There was no discoloration, corrosion, or contamination on the cables that would occur from improper flushing or rinsing during reprocessing. The instrument failed the electrical continuity test.